Event description:
Received 3m bulletin regarding potential fraud with several models of the n95 particulate respirators. Instructed by 3m to sequester affected lots and submit information related to the product and its purchase so the 3m fraud could follow up. Our health system had a large amount of one of the lots at our warehouse that had not yet been distributed.